Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of break in aseptic technique and peritonitis in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique. On (B)(6) 2012, the hp experienced peritonitis and was hospitalized that same day. On an unreported date, the hp began remedial therapy with vancomycin (500mg, route and frequency not reported) and amikacin (dose, route and frequency not reported). The cause of the peritonitis was break in aseptic technique. Follow-up information was received from the nurse on (B)(6) 2012. The hp completed remedial therapy with antibiotics and experienced clear drain since (B)(6) 2012. It was not reported if the hp was retrained in proper aseptic technique.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.